Event description:
Revision surgery was reported for a fractured plate discovered after the patient fell.

Manufacturer narrative:
The evaluation of the device(s) did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.